Event description:
It was reported the patient was receiving an infusion and found that there was fluid leaking out. Line removed and found to have a hole in it. 42cm long 3cm external. Hole at 8cm. Secureacath securement device used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.